Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain, other chronic/intract pain (trunk/limbs), and failed back surgery syndrome reported they were unable to get any coupling bars when trying to position the antenna over the implantable neurostimulator (ins), and the recharger wasn¿t working correctly. The consumer met with the manufacturer¿s representative (rep) who was able to start charging the ins, but when the consumer tried to charge after this they were unable to get any coupling bars. According to the consumer she had been walked through using the antenna locate feature 18 times, but the rep. Told them they were skinny and the ins couldn¿t be easily felt/located because of this, but the consumer thought their ins was faulty because they always had problems with charging. The rep. Also told them their antennas didn¿t work. As a result a new recharger was sent. After the consumer received their new recharger it didn¿t resolve the issue with coupling, so ¿obviously the recharger wasn¿t the problem¿ there was a problem with the ins. The consumer stated that even though the ins was easily visible because they were skinny, it appeared the ins was tilted and at an angle where it was ¿definitely buried deeper at the bottom than it was at the top.¿ on june 10th the consumer met with the rep. Who told them to keep a journal of the recharging difficulties and let them know the results, but they never mentioned the ins being tilted. It was also noted prior to implant the consumer had ¿60 seconds¿ to decide what kind of battery they wanted so they chose the smaller one, and now they were ¿dealing with a device that didn¿t work.¿ no patient symptoms were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. (B)(4).

Event description:
It was noted that the replacement implantable neurostimulator recharger (insr) was returned with no known complaint. Additional information received from the healthcare professional on (B)(6) 2016 reported that there were no reported symptoms associated with the tilted and malfunctioning implantable neurostimulator (ins). When asked about the cause of the tilted and malfunctioning ins, the healthcare professional stated the ins was not tilted and the ins was not malfunctioning. No troubleshooting was performed and no interventions/actions were taken. Diagnostics during an appointment on (B)(6) 2016 included interrogation with the clinician programmer. "Midline-lbp" was noted. Clinician programmer statistics indicated no electrodes were out of range; electrode impedances were 0/1 = 737 ohms, 0/2 = 837 ohms, 0/3 = 813 ohms, 0/4 = 756 ohms, 0/5 = 813 ohms, 0/6 = 817 ohms, 0/7 = 764 ohms, 0/8 = 554 ohms, 0/9 = 752 ohms, 0/10 = 825 ohms, 0/11 = 786 ohms, 0/12 = 801 ohms, 0/13 = 809 ohms, 0/14 = 774 ohms, and 0/15 = 766 ohms. The patient had programming groups a, b, and c; c was the most used group. Group c settings indicated rate range (hz) = 2-250-300, cycling on/off (s/s) = 15/15, softstart/stop (s) = 4. Program c1 on electrodes 0-, 1-, 2-, 3+ settings were programmed at 1.3v with a pulse width (pw) of 800 usec. C1 had an upper limit of amplitude = 8.6v and pw = 800 usec, and a lower limit of amplitude = 0.0v and pw = 60 usec. Adaptive stimulation (as) clinician programmer report indicated orientation was complete, adaptive stimulation (as) was off, amplitude trend was on, and position trend was on. Adjustment summary for group c indicated "upright" = 8 and "lying r" = 4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.